Event description:
On (B)(6) 2013, during a maintenance check performed by a mckesson employee at a customer site ((B)(6)) discovered that studies performed by the customer on (B)(6) 2013 for 3 different patients had missing images, as follows: 1 image out of 67 ultrasound images; 1 image out of 12 ultrasound images and 1 image out of 227 CT images. The missing images resulted in a failure to archive these 3 studies. No pt harm was reported.

Manufacturer narrative:
At this time, the investigation is still active. Mckesson is investigating the event discovered at this site to determine the root cause. Once the investigation is complete, mckesson will submit a follow up report with the evaluation summary.